Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.

Event description:
Reference MDR # 1219856-2011-00240 for the first event and MDR #1219856-2011-00241 for the second event involving the same pt. It was reported that while in the cath lab, the md inserted the sheath into the pt's left femoral artery. The intra-aortic balloon (iab) was inserted and upon the initial intra-aortic balloon pump (iabp) start up, it was noted that there was no ap (arterial pressure) on the console. The rn in the room noted that the central lumen was blocked; the md then used a syringe to flush the central lumen with heparin saline. Blood clots were noted from the central lumen. The md decided to remove the iab from the pt due to the blocked central lumen and they could not get an ap signal. Another iab was not inserted. There was no reported pt death or injury. Medical/surgical intervention was not required. Iabp therapy was delayed for over 8 minutes. There were no reported pt complications and the pt outcome is not available. The pt outcome is the pt was taken to coronary bypass graft surgery.